Event description:
The patient experienced coupling and or communication issues. The patient's neurostimulator was "rebooted" on (B) (6) 2010, and then the power on reset message displayed. The "call your doctor" icon also displayed. Additional information has been requested.

Manufacturer narrative:
(B) (4).